Event description:
Device 1 of 4. Reference MFR reports: 1627487-2012-02821, 16267487-2012-02822, 1627487-2012-02823. The patient received two scs systems and has six percutaneous leads (from four separate lots). It was reported the patient thoracic scs system was not providing her adequate stimulation coverage. She stated she wanted stimulation in her thighs and had quit using this system due to the issue. Reprogramming efforts were unable to provide coverage to the thigh area but the patient reported good pain relief in other areas. It was reported the patient did not wish to do anything further at this time. As the affected leads are unknown, all of the patient's leads are being reported (device 1, 2, 3 and 4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.